Event description:
The patient reported being hospitalized the last week in 2006 with dka. A doctor diagnosed the dka. The patient's blood glucose elevated to 700 mg/dl. The patient had symptoms of dehydration, heart rate out of control, nausea and a gray tongue. The patient's normal blood glucose range is from 120 to 160 mg/dl. The patient was given an IV of antibiotics and an IV of insulin while in the hospital. He was in ICU for a few days and then discharged from the hospital next month. The patient also stated that he had some kind of infection because his white blood cell count was high and that is why he was given an IV of antibiotics. The patient was advised by the doctor to go off of his infusion device. The doctor put him on lantus and a sliding scale of humalog. The patient stated that he returned to using his infusion device and his blood glucose level is fine. The product will not be returned for evaluation.

Manufacturer narrative:
No jproduct will be returned for eval.